Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Additional device information unknown. PMA/510(k) number not available.

Event description:
Doctor reported the abutment fractured at the body of the abutment and implant was removed.

Event description:
Doctor reported the abutment fractured at the body of the abutment and implant was removed also. It was identified during ongoing investigation that the abutmen is melt with the implant, unable to disengage.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: one imp, tsv, mcol mg,4.1mm,10m (tsvm4b10) and one unknown legacy zimmer abutment were returned for investigation. Visual evaluation of the as returned products identified that the abutment was fractured around the top. Functional testing was performed to disengage the devices. They couldn¿t disengage and were determined to be stuck. No pre-existing conditions were noted on the per. The devices were intended for an unknown tooth location. X-ray & picture evaluation: none provided by customer. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques as well as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1240260) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, the DHR could not be reviewed for the unknown abutment since the lot number was unknown. Complaint history review: complaint history review was performed for the reported lot number (1240260) for similar events (complaint category keywords: fracture & does not disengage/release) and no other complaint was identified. However, complaint history could not be reviewed for the unknown abutment since the lot/item numbers were unknown. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.